Event description:
On (B)(6) 2013 the reporter contacted animas to report that on an unspecified date, the patient obtained the blood glucose readings of 500 mg/dl, 600 mg/dl and 1300 mg/dl and was hospitalized. The patient experienced the symptoms of severe confusion and agitation. The patient was treated with insulin on a sliding scale. This occurred while the patient was on his backup plan for insulin delivery. The patient had been advised to discontinue insulin pump therapy after he was unable to remove the insulin cartridge. The patient worked with animas customer service to resolve the pump cartridge issue, but was unable to remove the cartridge. The issue was not resolved. The patient allegedly suffered blood glucose levels suggesting severe hyperglycemia after having to go to his backup insulin delivery plan due to the pump cartridge issue, and was hospitalized and treated with insulin. Therefore this complaint is being reported.

Manufacturer narrative:
Date of event: not provided.